Manufacturer narrative:
The test p-cap locked properly in place in the reservoir compartment noted. The pump was received with a loose metal contact on the battery cap due to a broken three heat stake post. A test battery cap locks securely into place and the pump powered up properly. The pump passed the displacement test, rewind test and self test. The following were noted during visual inspection: minor scratches on lcd window, scratched case, missing display window cover, broken belt clip rails, cracked retainer, serial number label missing, battery cap contact damaged, cracked case (corner of belt clip rails) and cracked battery tube threads. In summary, customer alleged cracked case (corner of belt clip rails) confirmed. Battery cap contact missing/damaged confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported battery cap metal contact is loose and pump has crack. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed and confirmed the customer reported issue battery cap damaged. Damage is on metal contacts, physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1880 was requested and customer response was the device will be returned. Customer will discontinue using the pump.